Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6, -09.0 diopter, implantable collamer lens was implanted and replaced intraoperatively with a longer length lens on (B)(6) 2022 from patient's right eye (od) due to low vault.this resolved the problem. Cause of the event is reported as unknown.